Event description:
It was reported that the cartridge was not fully snapped into the pump. There was no adverse impact to the customer's blood glucose level. The customer was guided by technical support to inspect and clean the pump area, remove an o-ring from the pneumatic tap, and reload the original cartridge, after which insulin therapy was successfully resumed.